Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. Mfg site name: (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01763, 2134265-2018-01705, and 2134265-2018-01877. It was reported a perforation and pericardial effusion occurred. An intellanav oi ablation catheter, intellamap orion¿ mapping catheter, and two dynamic¿ xt electrode catheters were selected for use during an ablation procedure. A left pulmonary vein isolation was attempted, but the patient became hypertensive and was determined to have a pericardial effusion. The procedure was aborted, a pericardiocentesis was conducted followed by a surgical intervention, and the patient was stabilized. There had been no performance issues with the dynamic xts, though a dynamic xt was felt to be the likely cause as a perforation was found on the right side of the patient¿s heart in the right ventricular outflow tract (rvot) area, while the orion and intellanav catheters had remained on the left side of the heart for the majority of the case. However, the exact cause of the perforation was not concluded. It was noted that the physician was having trouble navigating the orion through the patient¿s left atrium and there was a point in which transseptal access was lost; however, it was reported that it is unlikely the perforation occurred in this time frame. The orion appeared to be in proper working order and steering normally. Deployment was confirmed on the back table prior to entering the patient. Integrity of its function appeared normal throughout the case. There had been no issue tracking or visualizing the orion on the rhythmia system and no error codes occurred. The physician perceived a problem with the rhythmia system, reportedly because the system and accompanying products were in use when the issue occurred. However, a specific issue with the system / accompanying products was not reported, and the manufacturer representative believed the system operated normally.